Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic,chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes date ¿ (B)(6) 2012. Result of confirmation test - bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune disorder"), fatigue ("other injuries/symptoms - other,fatigue") and cyst ("other injuries/symptoms - other, cyst") and was found to have weight increased ("other injuries/symptoms - other, weight gain"). The patient was treated with surgery (hyst.(full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, autoimmune disorder, fatigue, weight increased and cyst outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, cyst, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received.new events: pelvic/ abdominal pain chronic, bleeding - menorrhagia (heavy menstrual bleeding), autoimmune disorder, other injuries/symptoms - other, fatigue, weight gain, cyst were added. Case becomes incident. Removal details added. New lawyer and plaintiffs information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic,chronic'), menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Essure confirmation test(s) conducted, specify: yes date ¿ (B)(6) 2012 result of confirmation test - bilateral occlusion. Concomitant products included buprenorphine (butrans), fluoxetine hydrochloride (prozac) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), autoimmune disorder ("autoimmune disorder"), fatigue ("other injuries/symptoms - other,fatigue") and cyst ("other injuries/symptoms - other, cyst") and was found to have weight increased ("other injuries/symptoms - other, weight gain"). The patient was treated with surgery (ablation, hyst.(full),salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, autoimmune disorder, fatigue, weight increased and cyst outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, cyst, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 3 coils exposed 00 left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New event added- vaginal haemorrhage. Medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic,chronic'), menorrhagia ('bleeding - menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Essure confirmation test(s) conducted, specify: yes date ¿ (B)(6) 2012. Result of confirmation test - bilateral occlusion. Concomitant products included buprenorphine (butrans), fluoxetine hydrochloride (prozac) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), autoimmune disorder ("autoimmune disorder"), fatigue ("other injuries/symptoms - other,fatigue") and cyst ("other injuries/symptoms - other, cyst") and was found to have weight increased ("other injuries/symptoms - other, weight gain"). The patient was treated with surgery (ablation, hyst.(full),salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, autoimmune disorder, fatigue, weight increased and cyst outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, cyst, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 3 coils exposed 00 left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.